Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, (B)(4), registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The grand slam guide wire was returned for evaluation. No deformation was observed other than a kink of the coil segment. The ptfe coating was intermittently peeled and the underlying shaft core was partially exposed at approximately 11-15cm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the ptfe coated wire shaft had most likely been scraped by the metal part of the concomitant catheter due to tortuous anatomy likely when the guide wire was not in line with the catheter. Consequently, peeled ptfe coating could be recognized as fragments from the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some ptfe coating fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings]: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Malfunction and adverse effects]. Abrasion of the guide wire coating.

Event description:
It was reported that an asahi grand slam guide wire was used with a nipro directional coronary atherectomy (dca) catheter for ablation during a percutaneous coronary intervention (pci) to treat the #4 segment of the right coronary artery (rca). When removing the grand slam from the patient, some fragments that appeared to be from the guide wire were noted. No additional action was taken against the fragments. A new guide wire was then used to resume the procedure and the procedure was successfully completed with reestablished blood flow. There were no adverse patient effects related to this event. The patient was reportedly fine without problem after the procedure.